Event description:
It was reported that right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The lead was explained and replaced with no adverse events before, during or after the scheduled procedure.

Manufacturer narrative:
The reported events of failure to capture and high lead impedance were not confirmed. A partial lead was returned in one piece for analysis. The portion of the lead that was returned was otherwise normal. The damage found was sustained during the surgical procedure.